Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® bivona® custom flextend¿ tracheostomy tube had a break at the port during attempt to insert the tube. It was noted that the tube had been inserted into the patient once previously and cleaned once. No patient injury was reported. See MFR: 3012307300-2016-00404 and 3012307300-2016-00405.

Manufacturer narrative:
One used 6.0 mm customized a/c flextend¿ tracheostomy tube was returned for investigation. The visual inspection of the returned device showed that the inflation line was damaged at a location approximately 35-37 mm from where it is bonded to the neck flange. The inflation line appears to have been pinched or cut which caused the inflation line to partially split or tear open. Investigation was unable to determine the root cause of the observed damage; however, no evidence was found to suggest a manufacturing defect.